Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received copy of customer's medsun report from FDA. The report states: "intravenous (IV) set noted to have enlarged bubble coming out of the portion 'locked into' the alaris pump. No harm came to the patient." There was no report of patient harm or medical intervention. No further patient/event information is available.